Event description:
The affiliate reported a customer walked past a room where an open tray containing cidex opa and experienced laryngeal spasm for 30 minutes and could feel it in her throat for 5 minutes after the incident. The customer sought medical attention but was not prescribed any medication. The symptoms have resolved because the customer was taken out of the dept.